Event description:
During a coronary stent procedure of a svg to the circumflex, the physician had successfully placed an express2 stent in the native circumflex. He wanted to place a second stent proximal to the first one right at the anastomosis of the graft. In order to position the second stent he had to go through the first stent and pulled the second stent back into position. It appeared that the stent was deployed. During review of the films after the procedure, it was noted that the second stent was inside the first stent. The patient was returend to the cath lab with the intention of trying to appose the second stent against the vessel wall. The physician was unable to re-cross with a wire and the patient was treated with medication. Patient status is listed as "okay".